Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit was producing an abnormal noise. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component codes, investigation conclusions). E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The vacuum muffler was found to be cracked. The fse replaced the muffler. During repair, the film on the touch screen was floating - fse replaced the touch screen assembly. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.